Manufacturer narrative:
Valve returned dry. Regarding the device history file, the manufactured valve met its specs requirements. Ruby ball is stuck on its seat due to important deposits and blood clot. Performance tests are not possible in the status of the valve. Obstruction is one of the main complications described in the instructions for use. No correction action.

Event description:
On (B)(6) 2004, this sm8 sophy adjustable pressure valve was found and confirmed to be occluded during implantation procedure. Therefore, the neurosurgeon didn't implant the device. Trouble was solved by using a spare valve. No injury was found to the pt due to the valve occlusion.